Event description:
The customer reported that this right ventricular (rv) lead exhibited noise along with high impedance measurement. Subsequently, this lead was found to be fractured in the clavicle region. This rv lead was surgically abandoned in the patient. No adverse patient effects were reported. The lead was actively implanted for approximately 12years, 2months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. No allegation our lead failed to meet its performance specifications or caused or contributed to the reported event. Subclavian crush is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.